Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarm 19s while attempting to load multiple cartridges. The customer's blood glucose (bg) level was 554 mg/dl and the ketone level was small. Insulin injections were administered to address the bg level. Insulin injections were used for insulin therapy.